Event description:
Attorney's report of pt's alleged pain, adhesions to the liver bed and explant due to defective mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.